Event description:
It was reported following a stage 2 implant, the device was turned on and left at 2.5 volts without the patient's knowledge. The patient did not think the device should have been turned on at all, and should not have been at 2.5 volts. The patient was in "severe" pain because the device was on, and it was on too high. The device caused the patient to throw up which eventually led to the patient getting (B)(6). The device was turned off, and the patient was on pain medication and pain patches. The patient was having to deal with "other" medical issues. It was noted the patient has had six surgeries, but it was unclear the reason for the surgeries. The patient had the "wires come out" of her back with her past devices, and the patient has had "numerous" problems with her device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the mrsa infection kept the patient out of work for 3 months and needed an additional month of treatment before clearing. If additional information is received, a follow up report will be sent.